Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that a cartridge change error occurred. Reportedly, the issues resolved and the customer successfully resumed insulin delivery. Customer's blood glucose level was 180-275 mg/dl.